Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic mesenteric angiogram procedure. After opening the package, the catheter was found to be fractured, in several pieces, with the platinum braiding holding 1 together.